Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead during an atrioventricular node ablation. Electromagnetic interference and noise were also seen through the cardiac resynchronization therapy defibrillator (crt-d), resulting in pacing inhibition of the device. The patient experienced asystole. The lead and device remain in use and the patient was reported to be alive with no injury. No further patient complications have been reported as a result of this event.